Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported while the customer was in the hospital for a hernia, a hospital staff member delivered too large of a bolus for the customer based off of an inaccurate non-tandem continuous blood glucose monitor (cgm) reading of 250 mg/dl (reportedly, the customer's actual blood glucose (bg) was 174 mg/dl). Subsequently, the customer's bg decreased to 9 mg/dl and the customer had a seizure. The customer was treated with glucose via mouth, an intravenous glucose drip, and food. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.